Event description:
Manufacturer received a report stating no oxygen was being emitted from an oxygen concentractor because a hose had become disconnected. The patient reqiured CPR and was hospitalized. Evaluation by the manufacturer has not been permitted.